Manufacturer narrative:
The device has not been returned to olympus for evaluation. The customer was instructed by the olympus representative to use the kaigen washer correctly and if the scope is manually cleaned, to take the necessary actions. The customer was provided guidance on cleaning methods. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported that when onsite at a customer facility, it was observed the forceps channel on multiple scopes were not completely clean. After using a kaigen washer, a yellowish liquid would come out after washing. As the detergent the customer uses is expensive, the customer did not use the cleaning function and only performed disinfection. It is believed the customer cleans the scope at bedside using a conduit tube. There was no patient harm associated with this event. (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the operators might have reprocessed the device incorrectly or insufficiently. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.